Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer's blood glucose level exceeded the threshold and was labeled as "high," but the specific value was not known. Customer administered a correction bolus via pump to address the high blood glucose level and subsequently changed the infusion set and cartridge to resume insulin delivery. Customer did not require assistance from a third party.